Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "on april 25th, an occasional error occurred while using the ventilator: tf5507, unable to function properly. "